Manufacturer narrative:
Initial reporter facility name: the 2nd affiliated hospital of (B)(6). Device is a combination product.

Event description:
(B)(6) clinical study it was reported that patient experienced syncope. In (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending up to distal rca with 100% stenosis and was 68 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of two study stents (2.50 mm x 38 mm and 3.00 mm x 38 mm). Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 381 days post index procedure, the subject was diagnosed with syncope and was hospitalized for further evaluation on the same day. The subject was diagnosed with an imaging procedure and a stent was implanted in the middle and proximal right coronary arteries. The event was considered resolved with residual effects and the subject was discharged home on the same day.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
Promus premier china registry clinical study. It was reported that patient experienced syncope. In (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending up to distal rca with 100% stenosis and was 68 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of two study stents (2.50 mm x 38 mm and 3.00 mm x 38 mm). Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 381 days post index procedure, the subject was diagnosed with syncope and was hospitalized for further evaluation on the same day. The subject was diagnosed with an imaging procedure and a stent was implanted in the middle and proximal right coronary arteries. The event was considered resolved with residual effects and the subject was discharged home on the same day. It was further reported that in (B)(6) 2019, the subject was referred for coronary angiography which revealed an unknown percent stenosis in the mid rca extending up to distal rca (target vessel). The subject was treated with coronary artery bypass graft (CABG) surgery. Nine days later, the event was considered recovered/resolved with sequelae and the subject was discharged on the same day on aspirin and clopidogrel.